Manufacturer narrative:
The device was returned for analysis. The reported difficult to open or close was confirmed due to the observed gripper line break. However, the reported positioning failure could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for the gripper line break resulting in difficult to open or close could not be determined in this complaint. It is possible that multiple grasping attempts resulting from advancing/lowering the gripper arms could have potentially caused the break to happen; however, this cannot be confirmed. The reported positioning failure was a cascading effect of gripper line break. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. The leaflets could not be grasped, it was observed the gripper arms could not be raised. Troubleshooting was unsuccessful. The clip was removed, and the procedure was successfully completed with a new mitraclip xtr. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.